Event description:
It was reported that the unspecified bd intima ii¿ catheter tubing was kinked during the infusion. The following information was provided by the initial reporter, translated from chinese: "male, 80 years old, hospitalized for multiple metastasis of rectal cancer. On (B)(6), an indwelling needle was used to puncture the back of his right hand. At 09:00 on (B)(6), the nurse gave the patient an indwelling needle for infusion. It was found that the indwelling needle was not dripping smoothly. This phenomenon is relatively common. It was found that the catheter tubing at the outlet was creased and the indwelling needle was pulled to the distal end to fix it with tape and the infusion was smooth."

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Initial reporter e-mail: unknown device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.